Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was alarming with audio and vibratory tones when just vibratory alarms were selected. This complaint is not being reported because the pump was still alarming for potential issues. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.